Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed from dddr to vvir during an in clinic follow up. Subsequently, the biv pacing percentage was noted to have decreased. Technical services (ts) reviewed a copy of stored device data from the remote home monitoring system and noted that on the intervals above the lower rate limit (lrl) of 60, the left ventricular (lv) sense was preceding the right ventricular (rv) sense. This resulted in lv pacing being inhibited followed by an rv pace. Ts discussed the potential of trying a different lv sensing vector, turning lv sensing off, or increasing the lrl. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.